Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing (nsrvo) due to noise was observed. The event was first occurred in (B)(6) 2019, and programming changes were made at that time. Recent transmissions showed more nsrvo at this programmed setting. The patient will be monitored and scheduled to present in clinic. The patient was stable.